Manufacturer narrative:
(B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring was identified within a vial-mate device. The cored material was observed in a vial of vancomycin and solution bag. The event occurred on an unidentified floor of the hospital. There was no patient involvement. No additional information is available.